Event description:
It was reported that the ventilator pressure gage was not reading correctly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information: h6 health impact code h6 evaluation codes: updated device evaluation: one device was returned for investigation. The tamper seal was broken. Visual inspection noted the manometer was out of spec, input/output side label was damaged, and o2 cap was missing. Functional testing confirmed the complaint. A damaged manometer that was out of specification was found to be the cause of the issue. The root cause was two part: interface/impact damage and there was a patient outlet connector issue. This issue will continue to be monitored and further actions taken accordingly. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not performed. Service history review identified this device has not been in for service previously. Replaced the manometer assembly kit, MRI battery, sintered filter, o'rings for the preventative maintenance (pm). Checked condition of the patient outlet connector and installed input/output side label . Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed pm, cleaned unit and affixed new service label. The device passed functional testing after the completed repairs.

Event description:
Additional information received via email. The incident happened during annual preventative maintenance (pm) for the unit. No patient involvement was reported.